Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that retractor bands had bad spots due to which drawer 2.1 was not detected on bus. A field service engineer replaced the retractor bands on drawer 2.1 and 2.2, closed the back and booted the station into the application. Escort logged in and inventoried medications in the drawer and verified pockets and drawer were working properly. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. Customer rebooted but issue doesn't get resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.